Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, not available at time of report. Date of event has been requested.

Event description:
The customer reported that the night of (B)(6) 2018 to morning of (B)(6) 2018, a spo2 alarm was not triggered for the patient in room usc12. The patient expired.

Manufacturer narrative:
Philips cannot rule out a malfunction of the device. A philips response center engineer (rce) spoke to the customer, and confirmed that the patient died and there was no patient data on the central station (pic ix). A philips response center engineer (rce), and also a philips complaint investigator, attempted to obtain further information on this case, however, no further response was received. No parts have been ordered and no repair was found to be initiated. We will consider that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.